Event description:
A-port inserted. Initially port used for chemotherapy. Upon completion of treatment, port maintained by flushing every 6 weeks. On event date, rn met resistance when attempting to flush port with heparin. Used activase to attempt to irrigate and flush. Eventually met no resistance. Pt complained of a popping sensation and stinging. Transported to radiology. Catheter broke. Retrieved from right side of heart under fluoroscopy.